Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 568:320:658:0000 was confirmed during product evaluation. The root cause was assigned to a defective rear inverter harness. The rear inverter harness was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a 568:320:658:000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.